Event description:
It was reported per field service report: symptom - "lcd screen became dark, but the balloon continued pumping." Findings/action taken: replaced lcd screen. The intra-aortic balloon pump (iabp) became okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.